Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak I an IV set during an unspecified infusion. The set was replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed that the female luer had a 9.15 mm long hairline crack. No other damages were found on the set. Functional testing was performed and the set began to leak at the crack. The root cause of the leak was identified as the crack on the female luer. The cause of the crack is unknown.

Manufacturer narrative:
(B)(4)